Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is giving too much insulin. Customer does not recall any significant events leading to the error, but she noticed after a bolus. Customer's blood glucose was 128 mg/dl at the time of incident. The customer also indicated that she recently experienced low blood glucose of 40 mg/dl. Troubleshooting found that the pump was working properly and advised customer to call back if any further issues. No further information was provided.